Event description:
Caller reported a cartridge alarm issue. Blood glucose level remained within normal range and did not exceed 500 mg/dl. Customer was instructed by technical support to use multiple daily injections as backup therapy and advised on proper handling of a replacement pump, which was sent with updated software. Customer was also guided on storage mode procedures and arranged to return the malfunctioning pump with provided shipping materials.